Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a trial patient who has a medical history of lower and left upper back pain. It was reported the patient had a trial implanted and at post op they stated they had a terrible headache that got better when lying down and worsened when upright. A blood patch was performed but the positional headache had not resolved so the trial leads were pulled. After the lead pull the patient was still experiencing the positional headache. They were redirected to their doctor to inform them the headache had not resolved. No device allegations were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.